Event description:
It was reported that a dissection occurred. A renal stenting procedure was performed on a moderate to severe stenosed renal artery. A 7.0mm x 15mm x 150cm express sd stent was advanced to the lesion and deployed. Following deployment, the lesion was post dilated at nominal pressure, and a dissection of the artery was noted. A 7.00mm x 19mm express sd was deployed to cover the dissection, overlapped the first stent, and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be doing well.